Event description:
(B)(6). This valve was implanted into a patient with calcification on all three leaflets of the native valve. A pericardial valve was implanted in a supra annular position. More than mild perivalvular (pvl) regurgitation was noted by tee after declamping. The heart was arrested and three pairs of sutures were pulled out of the aortic wall and the left and non-coronary cusps and knotted outside the wall using pledgets. The heart was again declamped and a similar pvl was still noticed. The valve was explanted and inspected, it was found that there was a cloth tear on the inner side of the sewing ring. Since there were not same size valves in stock, the valve was repaired intra-operatively with the use of a suture and was reimplanted. After third declamp, a trivial to mild pvl was still noted. The valve was left implanted and still showed trivial pvl at 6 months post-op. Patient's bypass time was extended due to difficulty in implanting valve.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device the clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.